Event description:
It was reported to philips that the system failed to boot up successfully. The system was not in clinical use. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system is not switching on. Review of the log files confirmed the reported malfunction. The fse checked the system and confirmed that the host pc was not booting up. The fse found the cmos (complementary metal-oxide-semiconductor) battery to be defective. So, the fse replaced the cmos battery to resolve the issue. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.